Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that as the suture was loaded on the capio device, the bullet and suture were separated. This happened with two capio devices and two sutures. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record of batch number 74h1701910 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The following material was received for evaluation: one device with a suture loaded (not a teleflex device), a pouch with 2 bullets inside which show a broken suture (attachment is present) and 2 sutures with their needles attached (the other end don't have their bullet). These samples were received in a bag with a decontaminated label. No attachment failures are shown since both bullets have the suture crimped on the bullet, however the suture looks ripped. Samples received show a ripped (tear) suture at the end of the bullet side, however the assembly of the suture and bullet is observed indicating that the crimp was properly done. Although the suture on bullet returned for evaluation shows tearing conditions, there is no sufficient evidence to assure that this failure mode was originated during the manufacturing process. Based on the evaluation performed on the samples received, the customer complaint cannot be confirmed since no attachment failures have been identified. Although the suture shows breakage, there is no sufficient evidence to assure that this failure mode was originated during the manufacturing process. The root cause for this condition reported could not be identified, however personnel involved on the manufacturing of this product has been notified. The nuevo laredo facility will continue tracking and trending this failure mode.

Event description:
It was reported that as the suture was loaded on the capio device, the bullet and suture were separated. This happened with two capio devices and two sutures. The patient's condition was reported as fine.